Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for a clip entrapped in the sub-valvular apparatus. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium. The first clip, an ntw was implanted. It was decided to implant a second clip, an nt, to further reduce the mr. An nt mitraclip advanced. Reportedly, visualization of the nt mitraclip was difficult due to the proximately to the first implanted clip, and subsequent shadowing. After the nt mitraclip advanced below the valve, it became caught in the sub-valvular apparatus. The nt mitraclip appeared to be interacting with the first clip, however, there was no damaging interaction reported. There was no adverse event, no device issue, and no malfunction regarding the ntw mitraclip. The decision was made to not invert the nt clip and return to the left atrium. The physician did not believe sufficient height above the valve could be achieved and there were concerns that the device could negatively interact with ntw clip. Therefore, the nt clip was deployed on the second attempt. An adequate grasp was thought to have occurred, however, shadowing made it difficult to confirm. Deployment was performed and it was then clear that the clip had only been deployed on the posterior leaflet. Due to the restrictive movement of the entanglement, the clip was only deployed on the posterior leaflet. The mr was reduced to a grade of 1. Both clips were stable post deployment. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was due to procedural circumstances as the previously implanted clip introduced shadowing. The reported entrapment of device was due to procedural circumstances during advancement of clip into the mitral valve. The reported incomplete coaptation (slda) appears to be due to the imaging difficulty. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.